Event description:
As reported, after insertion of this fogarty occlusion catheter, the balloon inflated deformed with rupture on the attachment point. The balloon was deflated and removed from the patient. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after insertion of this fogarty occlusion catheter, the balloon inflated deformed with rupture on the attachment point. The balloon was deflated and removed from the patient. There was no allegation of patient injury. The device was received for evaluation and the distal windings were found to be unraveled.

Manufacturer narrative:
Updated information section b5, d9 and h6 (device code), h6 (type of investigation) the device was received for evaluation. The report of balloon issue was confirmed. The balloon was found ruptured at distal tip. Distal windings were found to be unraveled. Distal windings were removed to check balloon edges at the rupture. Ruptured edges appeared to match up. Proximal windings were intact. No other visible damage or abnormality was observed from catheter body.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information and the evaluation, the failure mode could not be confirmed to be associated to a manufacturing defect. A root cause could not be determined. No deficiencies were found the manufacturing process. The winding tension parameter and all the specifications for the tip forming execution were documented correctly. All the units go through the inspections at the drilling procedure and winding and balloon inspections.